Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported not seeing insulin drops after pushing more than 70 units of insulin while filling tubing during an infusion set change using a 23" inset. The agent recommended performing a full supply change. The user¿s wife assisted with the process, successfully completing the change and resuming insulin delivery. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after the supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.